Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. This is a duplicate report of 1818910-2014-17850. This report, 1818910-2013-04308, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-17850.

Event description:
Update rec'd 04/24/2014 - litigation alleges pain, grinding and popping noises, discomfort, elevated metal ion levels, and fluid collection. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 05/19/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 04/24/2014 - litigation alleges pain, grinding and popping noises, discomfort, elevated metal ion levels, and fluid collection. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.the complaint was updated on: 05/19/2014.

Event description:
Patient was revised due to pain and elevated cobalt levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.